Manufacturer narrative:
(B)(4).

Event description:
It was reported that , the patient underwent acdf due to cervical degenerative disc disease. Intra-op, the screw hub broke. No fragments were remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and optical examination of the implant confirmed cracks near the center threaded hole, as well as material deformation on the anterior face of the implant, consistent with significant force utilized during attempted implantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.